Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during implant of this pacemaker with another manufacturer's chronic right atrial (ra) and right ventricular (rv) lead, oversensing was observed on the rv lead with atrial pacing. Several programming changes were made, however, were unable to resolve the oversensing. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.